Event description:
Health care professional reported "pump malfunction" with a request for an evaluation and a report. The device was explanted and returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.